Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in completing the load process, including guiding them through the cartridge fill and load process until drops of insulin were seen at the end of the tubing, after which insulin delivery was resumed.